Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not deliver the correct quantity. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem "pump was not delivering correct quantity" was reproduced. The device was tested for flow accuracy and underinfused. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plates which was found out of adjustment. The pressure plates require adjustment to correct the reported problem. During evaluation, the device had a false upstream occlusion alarm. The cause of the alarm could not be determined as the ultrasonic sensor was within range. No visual abnormalities were observed and the device passed upstream occlusion detection testing. Should additional relevant information become available, a supplemental report will be submitted.